Event description:
It was reported that the pt was admitted to the hosp with withdrawal symptoms of agitation and paresthesias. A bolus was programmed without relief, however, the pt had relief the following morning. A catheter dye study was performed which revealed no catheter issue, the flow was patent. The pt's pump was replaced. The pt's pump contained morphine. No pt outcome was reported.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.